Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: evaluation revealed that the pump's paint is peeling off in multiple areas. The battery compartment is cracked at threads on the side and at the case seal. The base is cracked between the keypad and the lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment . This report is made based on results of investigation completed on 08/12/2016.